Event description:
It was reported that during a total laparoscopic hysterectomy procedure, ¿gen11/ counterpart was broken¿. Procedure completed with a same like device. No further information. No consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. It is possible that when the jaw was damaged and detached the generator displayed a yellow alert screen. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.